Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. In addition, the pump touch screen was scratched. There was no reported impact to customer's blood glucose level. Customer declined a follow-up from tandem technical support and declined to provide further information.